Event description:
The user facility returned an evis exera iii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, the distal end had foreign material which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Attempts were made to obtain additional information; however, no response was received from the customer. The cause of the reported event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was foreign residual liquid on the distal end. This occurrence was likely deposits from a previous procedure that accumulated at the distal end of the unit. This finding was due to insufficient cleaning or mishandling of the scope. Upon further inspection, it was observed that the suction, air, and water cylinders had no color. It was also observed that the switch box had a dent. It was observed that the scope connector cover unit had a stain. It was also observed that the cover of the light guide bundle was damaged. It was observed that the distal end was shaved. It was also observed that the adhesive around the light guide lens had discoloration. It was observed that there was corrosion around the left arm. Lastly, it was observed that there was a scratch on the connecting tube. The faulty parts were replaced. The device was inspected and passed olympus functional standards.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.